Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The unit was programmed with a test guardian link transmitter and a glucose sensor simulator. Device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected calibrate sensor errors or connection anomalies noted. P-cap or reservoir locks properly into place. Device passed displacement test. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads and cracked keypad overlay. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer declined troubleshooting for high blood glucose. Customer did received a sensor updating. Customer's other blood glucose was 165 mg/dl. The insulin pump will not be returned for analysis.